Event description:
The sales rep reports that during a lap cholecystectomy procedure, the device jammed and malformed clips. Not performing a cholangiography, used under normal application. Got new one to complete the procedure. No patient consequence.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.